Event description:
It was reported that, in the insufflator, system integration settings are not being controlled through the presets and were not executing properly. This issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.